Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. She stated she was unable to clear this alarm. She could not recall any significant event leading to this alarm. The blood glucose reading was 276 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.